Event description:
An implant card was received reporting that the patient had a full revision of generator and lead due to battery depletion and lead fracture. Follow-up on the fracture event noted that no x-rays were performed. The lead revision was scheduled due to high impedance that was observed. Then, during surgery, the lead was visually confirmed to be fractured, so the reason for revision was marked to be due to lead fracture on the implant card. It was reported that the suspect product is not available for product return. No further relevant information has been received to date.